Event description:
In 2001, the user facility's pa vascular access devices informed the MFR's sales rep of the following: device functioned for thirty (30) days. During treatment could not get blood return. Dye study was conducted, total occlusion. Device explanted and replaced.